Event description:
On 02/06/2006 the pt had a defibrillator implant for primary prevention of sudden cardiac death related to ventricular arrhythmias in the setting of ischemic cardiomyopathy. On 04/12/2006 a non-invasive ICD check showed sensing of only 2 millivolts in the rv septum. There was no capture at 8, 5 or 2 volts and the rv lead was replaced on 04/17/2006.